Manufacturer narrative:
(B)(4). Date of initial report: 06/16/2016. Date of follow-up report: 07/28/2016. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: 06/16/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the temperature was not stable. It changed between -5 degrees to +40 degrees during priming. The procedure was cancelled without any harm to the patient.